Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was taken out of storage (off mode) and the battery voltage measured 2.91v. It was reported that this device has not been exposed to temperatures below 50 degrees fahrenheit or to any magnet sources. It was further noted that several manual capacitor reformations were performed, but the battery voltage remained the same.